Event description:
It was reported by a vns patient's mother on (B)(6) 2012 that their child was experiencing cognitive changes and an increase in seizures that might have been over their pre vns baseline. Additionally, it was reported by the physician that the patient had a history of behavioral issues, and that the mother was overreacting. Attempts to obtain additional information have been unsuccessful to date.